Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6) 2010 is the date of original surgery, not when malfunction occurred. (B)(4). This report is for one unknown vbs/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6): it was reported that a second re-hospitalization due to adjacent fracture and bad general condition treated with pharmacological treatment and required clinical and imaging diagnostics, no material will be returned.

Manufacturer narrative:
It is unknown if/when the device has been explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown vertebral body stenting system (vbs).